Event description:
It was reported that inappropriate therapy due to noise was observed. A fracture was suspected. When the lead was explanted, externalized conductors were seen in the pocket where the lead was coiled.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead was returned cut in two segments. External insulation abrasion was found at 42.2-42.8cm and 46.8-47.2cm from the helix, consistent with lead friction to another device. The etfe coating was intact at these locations.